Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9063876. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-04. Medical device lot #: 9030817. Medical device expiration date: 2020-07-31 . Device manufacture date: 2019-01-30.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor separator movement during use. The following information was provided by the initial reporter: visible cracking of separator gel after centrifugation within bd recommended g force and rpm (1500rpm, 2000rpm, 2800rpm, 3000rpm and 3500rpm) (sst - affects the whole batch). Some specimens didn't clot even after standing for 2 hours. (Sst- 4 documented). Presence of micro clots to huge clots in the serum after centrifugation (sst - several times).

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tubes should be filled to stated draw volume and mixed by 5-6 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor separator movement during use. The following information was provided by the initial reporter: 1. Visible cracking of separator gel after centrifugation within bd recommended g force and rpm (1500rpm, 2000rpm, 2800rpm, 3000rpm and 3500rpm) (sst - affects the whole batch). 2. Some specimens didn't clot even after standing for 2 hours. (Sst- 4 documented). 3. Presence of micro clots to huge clots in the serum after centrifugation (sst - several times).